Event description:
(B)(4). Rash all over my body, blood clot, heavy 9month period, very tired no energy, uti, painful during intercourse, pain in lower abdomen, foggy with decisions, legs going to sleep easy, pain in lower back, sore breast, no sex drive.